Event description:
It was reported that during the procedure, a guidewire broke approximately 35cm from the distal tip while being maneuvered through very tortuous anatomy. The physician attempted to retrieve the broken piece by creating a "snare loop" in the tip of a second guidewire (subject device). As an attempt was made to introduce this guidewire into the microcatheter hub, it broke on the distal end, this occurred outside of the patient. The patient has since recovered, although the broken portion of this device still remains inside the patient.

Event description:
It was reported that during the procedure a guidewire broke approximately 35cm from the distal tip while being maneuvered through very tortuous anatomy. The physician attempted to retrieve the broken piece by creating a "snare loop" in the tip of a second guidewire (subject device). As an attempt was made to introduce this guidewire into the microcatheter hub it broke on the distal end, this occurred outside of the patient. The patient has since recovered, although the broken portion of this device still remains inside the patient.

Manufacturer narrative:
A ship history review identified two batches supplied to the user facility prior to the reported event. A device history record (DHR) review on those two batches confirmed that they all met material, assembly and performance specification upon release. The device was not returned for analysis. From the information provided, the physician attempted to retrieve the first wire by creating a "snare loop" in the tip of the second wire (subject device). When the physician fed this wire into the hub of the microcatheter this wire also fractured. It should also be noted that the patient had a tortuous anatomy. Per the device's directions for use "the synchro2 guidewire series is intended for general intravascular use, including neurovascular and peripheral vasculatures. It can be used to selectively introduce and position catheters and other interventional devices within the peripheral and neurovasculature ..." Based on the investigation and the information provided, this usage of the device as a snare-type device is believed to have resulted in the reported device fracture